Event description:
It was reported that the patient underwent heart transplantation. The patient was transplanted due to driveline infection that required debridement + klebsiella/stenotrophomonas. Several debridements were performed throughout 13dec2021 to 10jan2022 (covered under (B)(4)).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
The patient's previous treatment for the driveline infection from (B)(6) 2021 until (B)(6) 2022 was previously reported under MFR # 2916596-2022-11785. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.